Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "deflation and pain". This record is for the right-side. Device remains implanted.

Event description:
Patient reported "deflation and pain". Healthcare professional reported later "capsular contracture baker grade IV". This record is for the right-side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b., h.6.

Event description:
Patient reported "deflation and pain". Healthcare professional reported later "capsular contracture baker grade IV". This record is for the right-side. Device has been explanted and replaced..

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.